Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture thresholds. All other measurements were within normal range. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.